Event description:
International customer reports that the drain became occluded and failed to drain one day following initial implant. A urokinase wash of the drain lumen was conducted. Drainage was re-established

Manufacturer narrative:
Conclusion - the product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.